Event description:
It was reported that during unpacking of the device, damage was discovered. An rx lithotripter basket had been unpacked. For unspecified reasons, the device was "checked" to see if the basket would function "properly". It was discovered that the "plastic tip at the head of the basket is broken and the basket is completely damage." The device did not have contact with the pt. The pt's current condition is unk.